Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: 94 samples were returned for evaluation. This was the 9th complaint returned for this defect of lot 5155864. This complaint has been confirmed through evaluation of returned customer samples. Inspection of additional samples is not required. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5155864. Conclusion: an absolute root cause for this incident cannot be determined. CAPA 50937 was opened for this investigation.

Event description:
It was reported that blood leaked from a hole close to the translucent chamber containing the retraction mechanism of 21 g x .75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing and luer adapter. No mucous member blood exposure. No injury or medical intervention.